Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away due to end stage renal disease. The patient was receiving effective pain relief while using the device. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional to confirm the cause of death but no additional information was available.